Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient's hands have been shaking a lot more for the past 2-3 weeks. As a result, the patient rep was concerned that the dbs (deep brain stimulation) therapy was not working and they weren't sure if the external equipment was working properly. Agent had the patient rep use the handset and communicator to check the status of the implantable neurostimulator (ins) and they saw that therapy was turned off. They did not know why therapy was turned off. Agent reviewed that the therapy can turn off if the ins charge level gets critically low. The patient rep turned therapy on and saw that the ins charge level was 100%. They said the shaking in the patient's hands was not as bad. Agent reviewed that the external equipment was working as expected.

Event description:
Additional information received from the consumer reported the shaking was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.